Event description:
It was reported that the patient presented to the hospital for a follow-up. During interrogation of the implantable cardioverter defibrillator (ICD), it was noted that there was an alert for charge time limit reached . The device was explanted and replaced . The patient condition is unknown.

Manufacturer narrative:
The reported field event of charge timeout was verified through review of device data. Interrogation of the device revealed the device was above elective replacement indicator (eri) upon receipt. Telemetry, impedance, sensing, pacing and high voltage (hv) output functions of the device were tested and found to be normal. The cause of the charge timeout in the field was found to be due to exposure to cold temperature.